Event description:
A healthcare professional reported that the system broke down during a refractive procedure. The procedure was unfinished with the epithelium off. Additional information has been requested for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).